Event description:
A caller reported encountering a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump and guided them through the process, which resolved the error. The caller was then advised to wait 20 minutes before starting a new sensor session, and they acknowledged this advice.